Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract and leaked at the septum. The following information was provided by the initial reporter: customer stated that needle did not retract and blood came back when patient was stuck. The patient had to be stuck twice. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. The customer had another IV line prepared.

Manufacturer narrative:
The complaint could not be confirmed as no samples from lot #5024912 were provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.